Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation due to the lead located at the s1 vertebral level having migrated. The lead was explanted and replaced and the issue was resolved. Device information was requested, but was unable to be provided to the manufacturer.